Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pelvic pain, perineal hematoma and urinary retention. It was also reported that the plaintiff allegedly experienced infection, urinary problems, bowel problems, dyspareunia, bleeding and vaginal scarring. Furthermore, it was reported that the plaintiff died. The cause of death was reported as metastatic breast cancer. Related to MFR report #: 2183959-2014-35736.

Manufacturer narrative:
This was initially reported on the summary report dated 10/31/2014 under exemption: (B)(4) . Lawyer-filed report.